Manufacturer narrative:
The patient was born on an unspecified date in 1961. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as non-compliance to sterilization technique. The patient was hospitalized for the event of peritonitis. On an unreported date, the patient was treated with unspecified antibiotics. The action taken with dianeal therapies was not reported. Ten days after receipt of this report, antibiotics were discontinued and the patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Upon follow up, it was reported the patient was hospitalized for the peritonitis event the same day as the event onset. Dianeal therapy was ongoing. Correction: antibiotics were discontinued 13 days after the onset and the patient was recovered from the peritonitis event the same day. Should additional relevant information become available, a supplemental report will be submitted